Manufacturer narrative:
On 07-feb-2017, an fse visited the customer site and evaluated the instrument. The fse replaced the sample needle and adjusted the dilution well. Then ran a calibration and quality controls levels 1 and 2, and a precision run, all with acceptable results. Instrument was performing as intended. No additional actions were required by field service. The most probable cause of the reported event was the dilution well needed to be adjusted. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported low total areas obtained in their g8 analyzer after performing a preventive maintenance. The customer reported discrepant results for the hba1c specimen samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant results.